Event description:
It was reported by a customer on (B)(6) 2011 the fiber was damaged at the tip at 106,603 joules. The procedure was completed with turp. Per the customer, the pt was taken to the hospital for observation as a standard procedure following turp. No pt injury was reported.